Event description:
It was reported there was a pocket fill in the past 3 years. It was thought the 40 milliliter (ml) pumps were more susceptible to pocket fill situations. The system was being used to deliver hydromorphone, clonidine, and bupivacaine. No patient symptoms or medical history were reported. No diagnostic testing or troubleshooting was reported. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j10961r39, implanted: (B)(6) 2002, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).